Event description:
It was reported that they were getting alert 113 (reduced water temperature control) in an arctic sun device. Target temperature was 37c, patient temperature was 37.6c, water temperature was 32.1c, chiller temperature (t4) was 4.3c. Mixing pump command (mpc) was 100 percentage, system hours were 3184 and pump hours were 2831. Asked nurse to send device to biomed labeled with alert 113, not cooling. The device needs repair. Per follow up information received via task on 31mar2026, spoke with biomed who confirmed mixing pump fault. Waiting to discuss with manager how to proceed with repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.